Event description:
Patient required thrombectomy under interventional radiology. Large segment of the sheath broke off while inside the patient. The retained object then required removal with a separate sheath. After this procedure the patient lost her pulse and was not breathing. FDA safety report ID# (B)(4).